Event description:
A caller reported that the pump battery was not charging, and attempts to resolve the issue by using different wall outlets, wall adapters, and charging cables were unsuccessful. The customer¿s blood glucose level did not exceed 500 mg/dl (27.7 mmol/l) as a result of this issue. Technical support decided to replace the pump for the customer.